Event description:
One hoyer lift ordered from united medical. On 6/12/97, home health aid noticed small white tag attached to bottom of hoyer lift reading "needs pump". Home health aid reported finding to pt's daughter. Pt's daughter reported the hoyer lift occasionally does not hold pt; it slowly lowers pt after pt lifted to appropriate height for transfer.